Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant explant date: device is an instrument and is not implanted or explanted. The reporters complaint that the device runs intermittently was confirmed. The device was tested and the complaint was duplicated. The evidence indicates this is due to usage and wear over time. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
The facility reports the electric pen drive has low power and is working intermittently. It is also reported that the console was tested with the other handpieces and works fine. Facility determined the issue is with the handpiece only. The date of the event is unknown. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)